Event description:
During biomed testing (not in accordance with iec60601) biomed stated return pad was hot to the touch (no burn) when testing output of generator. Testing was conducted again and biomed and account manager received 1st degree burns when testing output of the generator. Generator tested for output in biomed lab. Generator plugged into gfi outlet and when settings set on coag 9, cut 10, and coag 7 cut 7, breaker flips and generator to shuts off (generator and gfi were reset/rebooted between each of the above circumstances) generator put into service in the hospital and caused interference (shut down) of one of the ep visual boom monitors during activation of "cut" mode of plasmablade device. Procedure continued with monitor off.

Event description:
During biomed testing (not in accordance with iec60601) biomed stated return pad was hot to the touch (no burn) when testing output of generator. Testing was conducted again and biomed and account manager received 1st degree burns when testing output of the generator. Generator tested for output in biomed lab. Generator plugged into gfi outlet and when settings set on coag 9, cut 10, and coag 7 cut 7, breaker flips and generator to shuts off (generator and gfi were reset/rebooted between each of the above circumstances) generator put into service in the hospital and caused interference (shut down) of one of the ep visual boom monitors during activation of "cut" mode of plasmablade device. Procedure continued with monitor off.

Manufacturer narrative:
(B)(4). Evaluation process: unit received in good condition with very minor surface imperfections. Power cord was received. No hand pieces nor user manual were received. Internal visual inspection revealed no loose or broken components. Unit delivered rf energy correctly into fixed resistors. Unit was powered up on at least 2 days in the field. Error log contains 3 e3s (patient return electrode has poor connection). The e3 errors are considered "normal use" errors and are not indicative of problems with the unit. Root cause: the unit functioned as designed in the service department. (B)(4).

Manufacturer narrative:
(B)(4). Method: product received by manufacturer and pending inspection. Results: product received by manufacturer and pending inspection. Conclusion: product received by manufacturer and pending inspection. Product event: (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.